Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately fibrotic, severely tortuous, and mildly calcified proximal to mid left circumflex artery. The artery was wired and a semi-compliant balloon was used to pre-dilate the lesion at high pressure. A 3.00 x 12 synergy drug-eluting stent was advanced but could not cross the lesion due to poor guide support and unfavorable take off. The guide was seated deep and a parallel wire was used to get the stent delivered and same stent was advanced again. It was then noted that the stent was deformed at distal end due to poor guide support. The procedure was completed with another 3.00 x 12 synergy drug-eluting stent. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 12mm stent delivery system was returned for analysis. Examination of the crimped stent via scope identified no issues. A section of the crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately fibrotic, severely tortuous, and mildly calcified proximal to mid left circumflex artery. The artery was wired and a semi-compliant balloon was used to pre-dilate the lesion at high pressure. A 3.00 x 12 synergy drug-eluting stent was advanced but could not cross the lesion due to poor guide support and unfavorable take off. The guide was seated deep and a parallel wire was used to get the stent delivered and same stent was advanced again. It was then noted that the stent was deformed at distal end due to poor guide support. The procedure was completed with another 3.00 x 12 synergy drug-eluting stent. There were no patient complications reported and the patient was stable.